Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14mar2019. International UDI # (B)(4). Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator had a black screen. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 18mar2019. Information was received that the service engineer (se) inspected the device. The se found the touchscreen was not sensitive. The se replaced the touchscreen and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.